Manufacturer narrative:
The customer did not provide any further information.

Event description:
Customer reported an abo mistype with the fwd_abo assay on the galileo. The patient was a positive, but typed as ab positive on the galileo. The patient typed as an a positive by manual bench testing.